Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has had the insulin pump for 4 years and the pump started beeping for a failed battery test alarm. Customer stated that she was not doing anything but walking around. Customer stated that the battery contacts are not missing or damaged. Customer stated that the battery compartment and spring are not damaged or corroded. Customer had a new battery cap from a previous issue and tried it but still got a failed battery test alarm. Customer is going to the store to get new batteries and will call back if the issue continues.